Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer's blood glucose level was 198 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would continue to use the pump until the replacement pump was received.